Event description:
Nakanishi received an email from (B)(6) on (B)(6) 2016 that states the dentist was preparing a crown for tooth #31. The patient received a dime-sized blister, and the dental office prescribed an antibiotic. According to the dentist, there was no delay to the procedure and no follow-up was scheduled. The dentist followed up on (B)(6) 2016, and noted the patient seemed to be doing well and there would be no permanent scaring.

Manufacturer narrative:
Nakanishi sent an email message to (B)(4) on march 18,2016 about requirement for additional patient information. Nakanishi received two email messages from (B)(6) on (B)(6) 2016 that states (B)(6) was not able to collect additional information. Due to the device not being returned from distributor, an examination of the DHR for the device (x95l, serial no. (B)(4)) is the only investigation approach nakanishi (B)(4) (manufacturer) can make. As a result of the examination, the DHR indicated that no problems had occured during manufacturing and testing of the subject device.